Event description:
It has been reported to philips that the system was not starting up. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the system did not recognise the start-up disks. The hard disks were formatted and the software was reloaded. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. . According to additional information provided the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation, fse confirmed the cause of the issue was due to broken flexvision pc and as a troubleshooting action, fse repaired the pc, formatted the hard disk and reloaded software. Fse replaced hard disk and flexvision pc. After replacement of hard disk and flexvision pc, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.